Event description:
The initial reporter stated they received discrepant non-reactive results for two samples from one patient (pregnant) tested with the elecsys toxo igm (toxo igm) assay on a cobas e 801 module. Sample from (B)(6) 2022: the sample initially resulted in a toxo igm value of 0.5 coi (non-reactive). This result was reported outside of the laboratory. The sample was rerun on (B)(6) 2022 resulting in a toxo igm value of 0.40 igm (non-reactive). The sample was also tested using the diasorin liaison xl method, resulting in an igm value of 35.4 index (reactive). Sample from (B)(6) 2022: the sample initially resulted in a toxo igm value of 0.41 coi (non-reactive) and was repeated on a second analyzer, resulting in a value of 0.388 (non-reactive). The sample was also tested using the diasorin liaison xl method, resulting in an igm value of 24.9 index (reactive). The sample was also tested using the biomérieux method, resulting in an isaga igm value of 11 index (positive). The e801 module serial number was (B)(4).

Manufacturer narrative:
Section b6 was updated.

Manufacturer narrative:
Two samples from the patient were provided for investigation. The customer¿s non-reactive result with elecsys toxo igm could be reproduced. The samples were found borderline with recomline toxoplasma igm (mikrogen) and reactive with platelia toxo igm (biorad). No interference was found when performing toxo igm interference testing including igm titer determination. The serum igm tier was found in the normal range. Both samples were reactive for elecsys toxo igg and the toxo igg is of low avidity with elecsys toxo igg avidity. The elecsys toxo igg result was confirmed by results from a neutralization assay (in-house validated assay). Per product labeling, single false non-reactive results may occur as the sensitivity for the elecsys toxo igm assay is <100 %. It is further stated that "a negative toxo igm test result, also in combination with a positive toxo igg result, does not completely rule out the possibility of an acute infection with toxoplasma gondii", since "in some individuals toxoplasma igm specific antibodies may revert to non reactive levels within few weeks after infection with t. Gondii". The time point of the reversal may depend on the assays used with its respective cut-off setting. The issue is consistent with a sample deriving from a person with a recent infection with toxoplasma gondii, which is captured by elecsys toxo igg but not by elecsys toxo igm. The reagent performs within specifications. The investigation did not identify a product problem.